Manufacturer narrative:
Product complaint # (B)(4).

Event description:
It was reported that the broaches were not connecting properly to the broach handle . This only happened with broach 13 & 14, other sizes ok. There was a ten minute surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.